Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were not reproduced. Air in line alarms were confirmed through a review of the event history log. Evaluation found cracks on the upstream sensor flex tail pins, causing the condition. The upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.